Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had uncomfortable stimulation in their right-side ribs and chest. Surgical intervention was undertaken on (B)(6) 2024 in which the lead was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.